Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: stockert generator. (B)(4).

Event description:
It was reported that a male patient, (B)(6), underwent an ablation procedure for persistent atrial fibrillation with a thermocool® smarttouch® sf bi-directional nav catheter and suffered a cerebrovascular accident (cva) requiring no medical or surgical intervention. During left atrial anterior line ablation, impedance was high and a high impedance error message displayed. Catheter location was changed and the issue persisted. Catheter was removed from the patient and char was observed on the tip, which was described as thicker black blood. Physician cleaned and flushed the tip. Irrigation flow rate was increased. Procedure was completed with the same catheter without further issues. Post-procedure, upon awakening, patient reported visual difficulties. Physician monitored the patient. Magnetic resonance imaging (MRI) revealed a cva. At this point, the visual difficulties were more pronounced. Patient was in critical condition immediately after the event. Patient required extended hospitalization as a result of the adverse event. Patient outcome is unchanged, as the patient continues to have visual difficulties. Initially, it was assumed that the adverse event was related to procedure characteristics (duration and contact force). However, the physician now believes the adverse event could be due to bwi product malfunction. Stockert generator parameters included power control mode at 25-35 watts with temperature cut-off of 40°c. Generator stopped ablation when impedance exceeded 250 ohms or whenever the time reached 600 seconds. Irrigated catheter flow was set at 8 ml/min (or 10 ml/min as needed) while ablating at less than 30 watts and 15 ml/min (or 20 ml/min as needed) while ablating at 31 watts and greater. There is no information regarding anticoagulation during the procedure.

Manufacturer narrative:
Additional information was received on october 15, 2017. The patient had blurred vision. Manufacturer's ref. No: (B)(4).